Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Add'l info has been requested.

Event description:
Pt implanted with vepter ii several year ago. On unk date, pt was involved into motor vehicle accident and the proximal extension part of veptr broke. Device was removed and replaced on (B)(4) 2011.